Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device and presented to the hospital for a device check. Upon interrogation, a battery depletion (bd) alert was observed. Engineering review of the available device data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. It was noted the device could reach elective replacement indicator (eri) battery status within this timeframe, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service, pending a replacement procedure. Updated device data was submitted to technical services for review. Analysis confirmed therapy would be unaffected for another 90 days, ending in late on (B)(6). New data could be submitted at that time for an updated replacement window. Additional information was received indicating the device was explanted and replaced in november. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device and presented to the hospital for a device check. Upon interrogation, a battery depletion (bd) alert was observed. Engineering review of the available device data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. It was noted the device could reach elective replacement indicator (eri) battery status within this timeframe, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service, pending a replacement procedure.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device and presented to the hospital for a device check. Upon interrogation, a battery depletion (bd) alert was observed. Engineering review of the available device data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. It was noted the device could reach elective replacement indicator (eri) battery status within this timeframe, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service, pending a replacement procedure. Updated device data was submitted to technical services for review. Analysis confirmed therapy would be unaffected for another 90 days, ending in late october. New data could be submitted at that time for an updated replacement window. Additional information was received indicating the device was explanted and replaced in november. No additional adverse patient effects were reported. The explanted device was returned for analysis.